Event description:
Customer reported that she had unexplained high and low blood glucose. Customer went to the emergency room and was hospitalized for low blood glucose and diabetic coma. Customer's blood glucose reading at the time of the emergency room visit was 26 mg/dl. Customer stated that she has been adjusting settings on her own due to the low and high blood glucose. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.